Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug could not be deployed. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The vcd was used with a cordis sheath. The device was stored and prepped according to the IFU, and the physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The vascular sheath introducer used was not specified. Regarding the puncture femoral site, the suitability of the femoral artery was verified through angiography, including an insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with mild calcium/plaque and mild tortuosity. There was no stent near the puncture site, no stenosis >50% at or near the site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician placed their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received locked; the back bleed port is set at its manufacturing position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The cowling guard was unlocked. The delivery shaft was inserted into a cordis lab sample catheter sheath introducer (csi) of the proper size. A click was heard when the cowling guard was locked and when the lab sample csi was locked into the delivery shaft. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿vascular closure device (vcd)~no audible click¿ was not confirmed. A click was heard when the cowling guard was locked and when the lab sample csi was locked into the delivery shaft during the functional test. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed. The indicator window achieved the three stages, deploying the plug as expected and the deployment lever perform properly. The exact cause of the reported event could not be determined during the product analysis. Procedural factors and handling process may have contributed to the event as reported, since it was noted that an antegrade approach was used and that the physician had the thumb on the deployment button. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. Vessel characterisicits may also have been a contributing factor, since it was reported that there was mild calcium and tortuosity in the vicinity of the access site. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color, and the plug could not be deployed. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with an antegrade approach. The vcd was used with a cordis sheath. The device was stored and prepped according to the IFU, and the physician was certified to use the exoseal vcd. There were no visible signs of damage to the device or packaging prior to use. The vascular sheath introducer used was not specified. Regarding the puncture femoral site, the suitability of the femoral artery was verified through angiography, including an insertion angle of 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, with mild calcium/plaque and mild tortuosity. There was no stent near the puncture site, no stenosis >50% at or near the site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Additionally, the target femoral site had not been previously closed with any closure device or manual compression within the last 30 days. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling did not lock against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the bleed-back significantly slowed or stopped. The physician placed their thumb on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The device is being returned for evaluation.